Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired single-use loading unit (sulu). Two properly formed staples were observed on the anvil with dried bodily fluid. There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and ccled with acceptable results. Pmv was unable to confirm the reported condition during the evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoid resection, while the surgeon was closing the anastomosis at the end of the surgery, he felt that there wasn't a full completed amount of staples in the cartridge and when the stapler was released from the tissue. The anastomosis only had some staples in it then immediately opened up and fell apart. The surgeon re-did the anastomosis with another stapler. There was no patient injury.